Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/defective guidewire was confirmed but the root cause remains unknown. The product returned for evaluation was one guidewire and one dilator. A gross visual inspection of the returned sample found that the proximal tip of the guidewire had a burr. Microscopic inspection of the damaged site found that the outer coil wire near the weld tip had broken into two segments. The outer coil wire near the fracture site was bent and out of alignment with the other coils. Narrowing of the outer coil wire was observed at the fracture site, indicating that the wire had likely experienced a strong pull. Adjacent to the fracture site, indentation markings were found on the coils. The markings formed a diagonal line extending from the fracture site. The shape of the indentations and features observed at the fracture site made it likely that the damage had been caused by retraction of the guidewire against the needle bevel. However, it was unclear how a needle would damage only the outer coil wire and not both the coil wire and outer coil wire. It is possible that the outer coil wire already had misaligned coils prior to use. However, this cannot be determined in the samples current state. Therefore, the root cause remains unknown.

Event description:
It was reported that when performing PICC catheter puncture, provider wants to withdraw the needle after inserting the guide wire. When the needle reaches the end of the guidewire, it cannot be completely withdrawn, and the end of the guidewire is noticeably thickened. There was no effect on the patient.